Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -12.00 diopter, in the patient's right eye (od) on (B)(6) 2016 and the lens was torn during injection into the eye. The lens was explanted on (B)(6) 2016. Another same model/diopter lens was implanted on (B)(6) 2016 and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
The patient is under the age of 21 and per dfu for this lens model, this lens model is contraindicated for patients under the age of 21 years. (B)(4).